Manufacturer narrative:
Upon receipt, the pacemaker was interrogated using a laboratory programmer. Communication with the device was normal. Visual examination of the header and the device can did not identify any physical anomalies or damage. The pacer was interrogated using a standard load. The battery voltage and current drain measurements indicated that the device operated normally. The device history record (DHR) for the reported device was reviewed, and no discrepancies were identified. Review of the sterilization records confirmed normal sterilization cycle for the product.

Event description:
It was reported that the device was explanted due to infection. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.